Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event was unknown. On an unreported date, the patient was treated with anti-inflammation drugs (intraperitoneally, doses and frequencies not reported) for the peritonitis. At the time of this report, pd therapy was ongoing and the patient had recovered from the event. No additional information is available.